Manufacturer narrative:
UDI #: (B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while using the preloaded insertion system, model pcb00, the leading haptic was out of the cartridge tip before it was inserted into the eye. The haptic was straight instead of folded. There was patient contact but there was no impact to the patient. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/12/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Pcb00 preloaded insertion system was received. The plunger component was observed in the advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed. The iol was observed stuck at the cartridge tube and tip. The leading haptic was observed not folded and part of it was out of the cartridge tip. No haptic damage was observed. The reported issue of the lead haptic not folded was confirmed in the returned lens sample. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing production order was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review did not identify a non-conformance report (ncr) or deviation/discrepancy in the production order that was related nor contributed to the customer's reported issue. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.